Manufacturer narrative:
Section d4, model # of the initial medwatch report indicates 3202488-021section d4, model # of the initial medwatch report should indicate 20e

Event description:
A customer contacted stryker to report that their device did not detect the electrodes that were connected to the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. The electrodes were not returned for further evaluation. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device did not detect the electrodes that were connected to the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.